Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing tech noticed black water coming out of the distal tip of the bronchofibervideoscope. There were no reports on patient involvement.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and device evaluation. Updated fields: d4, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found fluid on the device and removed after aeration (leaked fluid). Based on the results of the investigation, the possible cause and root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.